Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated carbon dioxide, concentrated (co2_c) patient result obtained on an atellica ci 1900 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control (qc) recovered within the customer's expected ranges. Hsc observed no issues with reagent, sample aspiration, or co2_c precision. The same pre-dilution was used successfully for other assays ordered for the same sample. Other assays tested on that sample were repeated and matched the original results. The cause of the event is unknown. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained an erroneously elevated carbon dioxide, concentrated (co2_c) patient sample result on an atellica ci 1900 analyzer. The erroneous patient result was not reported to the physician. The laboratory information system (lis) did not release the result since the anion gap was high. The same sample was reprocessed on the same atellica ci 1900 analyzer. The lower reprocessed result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide, concentrated (co2_c) result.